Event description:
On (B)(6) 2009, the pt reported that while changing the insulin cartridge of his infusion device, 315 units of insulin spilled into the cartridge chamber. He stated this has happened 3 times in the last 30 minutes. The pt said when he inserts the cartridge into the chamber, and then attaches the infusion set tubing, he sees an air bubble at the top of the cartridge. When he removes the cartridge, the entire cartridge of insulin spills into the chamber and the "cartridge comes apart." The pt was advised to attach the tubing and adapter to the cartridge prior to inserting it into his device. The proper procedure for changing the cartridge was discussed with the pt. The pt was advised to switch to his backup infusion device, but he declined. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.